Event description:
A customer reported a cgm error 42 regarding their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the customer through the reset process, which resolved the issue, allowing the customer to successfully start their sensor session.